Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and was now out of range greater than 125 ohms. The implanted device was from another manufacturer, so technical services discussed typical recommendations. The device system remains in-service. No adverse patient effects were reported.